Manufacturer narrative:
The manufacturer will continue to investigate all reasonable and obtainable sources of information. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) male patient was undergoing a diagnostic catheterization in the facility's cath lab when a wire dissected the left anterior descending artery and the circumflex artery. The patient was intubated and an impella cp was placed in the patient's left femoral artery. The team repaired the patient's dissected arteries. The clinicians felt it best for the patient to leave the pump in the patient to allow the heart to rest. The physician removed the 14fr peel-away sheath, and advanced the repositioning sheath into the patient. The physician verified placement, locked the tohey valve, and lastly sutured the catheter in place. Lastly he placed a swan-ganz in the patient's right femoral vein. Upon completion, the doctor noticed a "large" hematoma at the impella's left femoral site. The team applied pressure, and re-accessed the right femoral artery to perform an arteriogram to assess the artery and to locate the source of the bleed. No source of bleeding was identified, so team believed bleeding to be coming from impella sheath. The doctor cut the sutures and attempted to push the impella's repositioning sheath further into the arteriotomy (the last visible ridge on the suture pad was the second one). This approach did not provide hemostasis, and the team had to continue holding manual pressure on the left femoral artery. Vascular surgery was consulted and the surgeon repaired the artery by performing a femoral artery cut down, and then placed a purse-string suture with a rummel tourniquet. The patient was then transferred to the ICU for further management. On (B)(6) 2017 the patient was weaned from the impella cp, and the pump was explanted after 30 hours of successful hemodynamic support. Vascular surgery assisted with the explant using a purse-string technique over the left femoral artery site. Upon removal the patient was reported in stable condition.

Manufacturer narrative:
The impella cp was returned for evaluation. The automatic impella controller's data logs were not returned for analysis. A visual examination of the returned pump was performed, which determined that there were no obvious defects or signs of misuse. A review of the clinical narrative suggested that the hematoma originated at the impella inserion site. The repositioning unit was also evaluated; there were no obvious defects or signs of misuse to the device relevant to the failure. The sheath's outside diameter was evaluated and found it to be within specification. The root cause was of the reported issue was unable to be determined. A review of the device history record showed no other devices from this lot with this or any other failure mode. In conclusion, the root cause of the hematoma was unable to be determined. No corrective action is recommended because the root cause was unable to be determined. The failure will continue to be monitored and trended. (B)(4).